Event description:
It was reported that the patient presented to clinic for a routine device check. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. No intervention was performed. The patient was in stable condition.